Event description:
Customer reported to beckman coulter, inc. (Bec) that foam was coming out of both wash stations of the synchron cx delta clinical system. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found bacterial growth in the waste sump which created a blockage and resulting in fluid not draining from the wash stations properly. The fse cleaned the waste sump.

Manufacturer narrative:
Results: waste sump. (B)(4).